Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two stuck tip sleeves in the reported problem area of the pipette assembly. Two tip clamps, a tip clamp sleeve, plunger clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.